Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it was reported to not be available. The root cause could not be determined. However, there is no indication based on the information reported that there was a device malfunction. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.

Event description:
It was reported that upon positioning the last embolization coil within a left superclonoid aneurysm, the coil was detached and looked good. The final angio run was taken and it was realized that the coil migrated out into the m2 segment. The coil was retrieved successfully using an alligator snare. The patient was reported to have an infarct in that territory. On (B)(6) 2013, the patient was reported to have leg weakness. Patient information - patient identifier is not available.